Event description:
It was reported that the patient has had multiple bone infections, including methicillin-resistant staphylococcus aureus (mrsa), and has had to go on antibiotics several times. The patient stated that the bone infections are always in the area that was being treated with the stimulator. The first infection was in (B)(6) of 2006. The patient had another infection about 10 years ago and was put on doxycycline. The patient stated that one infection was so bad she was hospitalized and had to get a peripherally inserted central catheter (PICC) line for antibiotics. Physicians are unable to do a biopsy as she has been on antibiotics constantly and cultures were unable to grow. The patient stated that her leg was healed in about 8 weeks and the external battery for the implanted stimulator was removed within 6 months of implant. The patient was treating a break in her tibia. The patient called to determine the material of the implant, if the recurrent infections are from the wires remaining in her leg from the implant or the high level of trauma to her tibia. The patient does not recall the date of implant or the name of the device. The patient has allergies to nickel and stainless steel and is researching the possibility of an allergy to titanium.

Manufacturer narrative:
As the day of the event is unknown, the event date is estimated as may of 2006. D4: model number, catalog number, serial number, and UDI are unknown without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
As the day of the event is unknown, the event date is estimated as may of 2006. D4: model number, catalog number, serial number, and UDI are unknown. Corrected data in following fields: d2: common device name. Additional information in following fields: b4: date of this report, b5: additional narrative, g3: date received by manufacturer: h6: evaluation codes. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the serial number of the device was requested but not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor for trends.

Event description:
It was later reported that the patient followed up with an orthopedic surgeon who stated that the recurrent infections were related to trauma to the area and lack of circulation, not the implant, the patient was diagnosed with a condition but could not recall the name. Per the patient, the condition causes a germ to lay dormant for a while, then cause re-occurring infections. No further information was provided. No product was returned for evaluation.